Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace an 89-year-old patient (gender unknown), the device was unable to adjust pace current. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll field representative at the customer's facility. The customer's report could not be replicated. The device passed all functional testing. Review of the clinical event file showed the deviced entered pace mode and began pacing, though pacer settings had not yet been increased. The ECG signal displayed artifacts, and an ECG fault was logged. At that moment, the device reported a "pacer output out of range" message, indicating the output was outside the 12.5% tolerance of the set current. The log intermittenly recorded ECG faults corresponding to noisy ECG signals, which may have been caused by issues such as poor electrode coupling, patient movement, or pad placement. The event pads were not available for evaluation. The device was recertified and returned to clinical use. Analysis of reports of this type has not identified an increase in trend.